Event description:
It was reported there was oversensing and the patient was shocked inappropriately 19 times. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Additional information was received alleging that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]". It also alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress". Lead "failure" was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported there was oversensing and the patient was shocked inappropriately 19 times. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed. Other: it was reported there was oversensing and the patient was shocked inappropriately 19 times. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, oversensing, shock, inappropriate.